Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was burned at the tip. The procedure was completed with no reported injury.